Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a pulse field ablation (pfa) to treat an atrial fibrillation (afib). Prior to procedure, during the preparation of the sheath, it appeared air bubbles were entering through the hemostatic valve. The issue occurred outside the patient. Sheath was replaced and procedure was completed without patient complications. Product return is expected.